Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt. The cypher select plus product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent product distributed in the united states.

Event description:
During a coronary intervention, a 2.25 x 18mm cypher select + burst between 8-10 atmospheres. Another balloon was used to expand the stent completely against the artery wall.